Event description:
On (B)(6) 2013 the customer reported was exhibiting elevated threshold measurements. Additional information was received nearly two years later that this pacemaker dependent patient had experienced a syncopal event. The patients threshold measurements had increased from 1.8 v at 0.6 ms to 3.1v at 1.0 ms and the event is suspected to have been caused by loss of capture. Impedance measurements have been stable in the low 300 ohms range. Reprogramming the lead to unipolar configuration with higher device outputs resulted in some stimulation that was not tolerable. A revision procedure was performed and the lead was removed from service and replaced (surgically abandoned). The customer reported the threshold for this lead over the last couple years had creeped up to 3.5v at 0.5 ms. No adverse patient effects were reported. The lead was actively implanted for approximately 11 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.